Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device paz278 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide total number of procedures with the suture breakage issues with devices from this box. Were all procedures reported to ethicon? If yes, please provide pc numbers. If no, please provide events dates,quantity involved in each procedure accordingly. Answers: three procedures. Do not have dates, one package for each procedure. Note: events reported via medwatch 2210968-2019-85620, 2210968-2019-85622.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The suture was breaking when trying to tie the knot. It is unknown how the procedure was completed.